Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: h5, h6 (patient). No code available (3191) was used to capture insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening of the tibial component at the cement to implant interface. Depuy cement manufacturer was used. The patient's primary attune fixed bearing tibial tray, posterior stabilized femur, and fixed bearing posterior stabilized insert were removed and replaced by attune revision components. Surgeon believes that the design of the underside of the primary tibial tray may have been deficient, since there was no trace of bone cement attached to the underside of the primary tibial tray upon its removal. The underside of the femoral component was completely covered with cement. Depuy smartset medium viscosity bone cement would have been used in the primary procedure, since the hospital only stocked smartset cement. The product codes and lot numbers for the cement is not available, since the cement used was hospital inventory ordered directly from depuy. Doi: (B)(6) 2015; dor: (B)(6) 2020; right knee.